Event description:
Per additional information provided: (B)(6) 2017 - patient was diagnosed with symptomatic reducible bilateral inguinal hernias thereby underwent open repair with the implant of two kugel hernia patch (device 1 and 2). Per op notes, "two kugel hernia patch (device 1 - right and 2 - left) were placed on both right and left side of the preperitoneal space using sutures." (B)(6) 2017 - patient was diagnosed with bilateral recurrent inguinal hernia thereby underwent repair. Per op notes, "could palpate the previously placed mesh (device 1) that is present in the preperitoneal space, it appears that the direct hernia recurrence on the right side. A synthetic mesh was placed. Patient was again noted to have a recurrence of the direct inguinal hernia on the left side, identified the previously placed mesh (device 2) and a synthetic mesh was placed."

Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2017) is considered to be a best estimate. This emdr represents the bard/davol kugel patch (device 2). An additional supplemental emdr was submitted to represent the bard/davol kugel patch (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.